Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and seemed to be misaligned. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump under clothing against the body and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok keypad button was intermittently unresponsive; all other buttons responded appropriately. Evidence of contamination was found under all button contacts.